Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was at the beach and had a high blood glucose reading. Customer stated that she gave herself boluses and her blood glucose was in the high 200's mg/dl. Customer stated that when she took the cannula out it was bent in a ninety degree angle. Customer's blood glucose was 525 mg/dl at the time of the incident. Customer's current blood glucose was 127 mg/dl. Customer stated that she has syringes and she used the pump to bring down her blood glucose. Customer declined troubleshooting.